Event description:
In 2007, this patient presented with a symptomatic thoracic dissection. As reported, the patient was clean of thrombus distally and in the thoracic arch. The physician treated the dissection with gore tag thoracic endoprosthesis. The physician chose not to balloon the device. The patient had a stroke during or immediately following the procedure and was put on life support. The patient died in 2007.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.